Event description:
N/a.

Manufacturer narrative:
Updated field: d4, d10, g4, g7, h2, h3, h6, h10. UDI:(B)(4). The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The evaluation showed that lock has movement and a residue buildup is present. The unit needs repair, pm and replacement of worn parts. This device exceeds its expected life of 7 years (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp had a problem in the mechanism, it moves. There was no patient involvement and no surgery delay.